Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced seizure, diabetic ketoacidosis (dka),blurry vision, shakiness, loss of consciousness and lump on the head. The patient was taken to the hospital and treated there with nasal glucagon (nasal spray), glucose (IV), insulin (injection or via insulin pump). It remained unclear why the patient was treated for hypoglycemia while experiencing dka. The patient was hospitalized for more than 24 hours. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.